Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 07/01/2014. Evaluation shows broken tubing at seat rail. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised left cross brace broke where seat rail attaches.